Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump failed preventive maintenance twice, accuracy error percentage is 9%. No patient injury reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device was in good condition. There was no evidence to review in the device's event history log. Three accuracy tests were conducted. Upon review, the reported problem was duplicated. The root cause was unable to be determined. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3: unknown.